Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On december 04, 2006, the patient was seen by a company representative for device evaluation. Testing perfomed confirmed that the device was not longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.